Event description:
According to the literature, a retrospective study evaluating the learning curve associated with laparoscopic intracorporeal sac dis section and purse-string suture use for hernia repair was evaluated using one surgeon. The study included 469 pediatric patients operated on between 2019 and 2025. Intraoperatively, polysorb suture or a competitor suture were used to close the internal inguinal ring using an intracorporeal figure-of-eight purse string suture method. Hernia recurrence occurred in eight patients with no known interventions mentioned.

Manufacturer narrative:
Learning curve analysis of laparoscopic intracorporeal sac transection and purse-string suture for pediatric inguinal hernia repair hee-beom yang, 2026, the author medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.